Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 25-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (batch no. He011ju) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("gestation"), 2 years 4 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. Batch no he011ju production date 2015-12-14 expiration date 2018-12-28. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (batch no. He011ju) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("gestation"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. Batch no he011ju production date 2015-12-14 expiration date 2018-12-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: quality-safety evaluation of ptc. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/58862) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (batch no. He011ju) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("gestation"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. Batch no he011ju production date 2015-12-14 expiration date 2018-12-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/(B)(4) ) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (batch no. He011ju) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("gestation"), 2 years 4 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) -2019. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. Batch no he011ju production date 2015-12-14 expiration date 2018-12-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: insertion date added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (batch no. He011ju) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("gestation"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.